Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with multiple programmers. Additionally, the device did not emit tones with magnet placement. It was reported that the device had not been checked since implant. Boston scientific technical services (ts) recommended device replacement. The physician plans to schedule the patient for device replacement on an unknown date. Replacement has not yet been scheduled. Available information indicates this product remains implanted and in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with multiple programmers. Additionally, the device did not emit tones with magnet placement. It was reported that the device had not been checked since implant. Boston scientific technical services (ts) recommended device replacement. The physician plans to schedule the patient for device replacement on an unknown date. Replacement has not yet been scheduled. Available information indicates this product remains implanted and in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.